Event description:
A surgeon reports that five months after intraocular lens (iol) implant surgery, the pt experienced visual disturbances and iritis. During an exam it was noted that a haptic came off of the optic and the optic protruded into the anterior chamber. The iol was removed and replaced. During the removal and replacement surgery, it was found that the distal area of the broken haptic adhered to the lens capsule. The surgeon decided to leave the haptic in the eye. The surgeon felt the impact on the pt was moderate and the pt has recovered.